Event description:
It was reported the er320 was used during an unknown procedure. It was reported when the device was fired the clips fell out of the jaw. There was no consequence to the pt.

Manufacturer narrative:
The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: clips in jaw no, damaged jaws yes, damaged cutter n/a, damaged feed bar no, damaged floor no, damaged handle shrouds no, damaged other no, damaged tip shrouds no, damaged trigger no, damaged tube no, damaged weld seams no. Functional tests & results: antibackup functional yes, firing: feed conform yes, firing: form conform no, jaws: hold clip no, jaws: hold clip no, jaws: inside width at tips .230, lockout functional yes. Analysis conclusion: based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. It appears as if the jaws were closed over a hard object. If the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve products.